Manufacturer narrative:
E1 - event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported through a direct call from the customer to the emergency support program (esp) that during use of a sensation plus 50cc intra-aortic balloon (iab) there was a fiber optic sensor failure. Esp personnel confirmed the inner lumen was transduced to the pump appropriately and asked the customer to unplug the fiber optic cable and rezero the arterial pressure. No harm to the patient was reported.